Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 30-jun-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2011 for birth control. Plaintiff underwent a confirmation test to ensure the device was properly placed. She began experiencing serious infections requiring prolonged hospitalization, hair loss, skin rash, fatigue, joint pain, irregular and prolonged menstruation, severe abdominal pain, severe back pain, severe cramping, bloating, headaches, migraines, depression, hormonal changes, and weight fluctuation. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced serious infections requiring prolonged hospitalization. This event, interpreted as pelvic infections, is serious due to hospitalization and listed in the reference safety information for essure. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. Based on its nature, a causal relationship with suspect insert cannot be excluded. Thus, this case was regarded as incident. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow up information was received on 03-aug-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Quality-safety evaluation: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced serious infections requiring prolonged hospitalization. This event, interpreted as pelvic infections, is serious due to hospitalization and listed in the reference safety information for essure. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. Based on its nature, a causal relationship with suspect insert cannot be excluded. Thus, this case was regarded as incident. Additionally, non-serious events were reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("serious infections") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2011, the patient experienced weight increased ("weight gain"). In (B)(6) 2012, the patient experienced rash ("skin rash, rashes or skin conditions"), arthralgia ("joint pain"), abdominal pain ("severe abdominal pain, severe cramping") and back pain ("severe back pain"). In (B)(6) 2016, the patient experienced vision blurred ("blurry vision"). On an unknown date, the patient experienced pelvic infection (seriousness criteria hospitalization and intervention required), alopecia ("hair loss"), fatigue ("fatigue"), menorrhagia ("prolonged menstruation, abnormal bleeding (menorrhagia)"), abdominal distension ("bloating"), depression ("depression"), hormone level abnormal ("hormonal changes"), menstruation irregular ("irregular menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with paracetamol (tylenol) and naproxen sodium (aleve). Essure treatment was not changed. In (B)(6) 2011, the headache and migraine had resolved. At the time of the report, the pelvic infection, alopecia, rash, fatigue, arthralgia, menorrhagia, abdominal pain, back pain, abdominal distension, depression, hormone level abnormal, weight increased, vaginal haemorrhage, dysmenorrhoea and vision blurred outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, back pain, depression, dysmenorrhoea, fatigue, headache, hormone level abnormal, menorrhagia, menstruation irregular, migraine, pelvic infection, rash, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight: 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram: in (B)(6) 2011: everything is blocked. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet received. Reporter information dded. Patient demographic information and patient relevant history added. Indication (permanent birth control by bilateral occlusion of the fallopian tubes) added. Essure insertion date updated to (B)(6) 2011. Treatment medication added. Events abnormal bleeding (vaginal), dysmenorrhea (cramping), blurry vision and weight gain added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.